Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The fse moved fiber cables around different ports and swapped cables on the surgeon side console (ssc) and the vision side console (vsc) and issue remained. Error 32321 was pointing to common compute controller (ccc) in the ssc. The fse reseated the ccc and tried to boot into standalone maintenance mode on ssc and unable to boot into maintenance mode. The fse replaced the ccc to resolve the issue. The system was tested and verified as ready for use. The ccc has been evaluated by the failure analysis (fa) team. Upon visual inspection, no issues were found that would be related to the reported event. The ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the report event. As a result of these findings, fa was able to conclude that the root cause of the report event was determined to be a bricked ccc.

Event description:
It was reported that prior to starting a da vinci-assisted procedure, a customer called to report they were not able to get the surgeon side console (ssc) to connect with the vision side cart (vsc). An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard cycle both vsc and ssc and move blue fibers, but issue remained. The customer aborted to another da vinci system. There was no report of any patient injury.